Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, for an attempt of abutment removal; however, the abutment could not be removed. The implanted device remains.